Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 67 mg/dl. The customer also experienced hyperglycemia and reported loss of communication between pump and sensor. The sensor gave out a couple of days early. The customer treated hypoglycemia through glucose intake. The customer experienced loss of consciousness, fainting and seizure as symptoms during reported event of hypoglycemia. The event involved product(s) mmt-342g, 78893-01, mmt-431aj, mmt-1884. Troubleshooting was performed for loss of communication and confirmed that the issue was resolved by inserting a new sensor. Troubleshooting was performed for hypoglycemia and hyperglycemia. The customer was using insulin pump within 48 hours of reported event. The customer was using auto mode/ smart guard feature at the time of reported event. No further patient complication was reported. No product return is required for mmt-342g, 78893-01, mmt-431aj, mmt-1884.

Event description:
Updated summary: customer does not experienced loss of consciousness, fainting and seizure during hypoglycemia.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary. 2. Section h6 - removed 2418 in health effect - clinical code and removed 2199 in health effect - impact code. 3. Section h6 - removed 4411 in health effect - clinical code and removed 2199 in health effect - impact code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.